Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor connection with the cable. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Evaluation found a camera cable contact failure, cable tip was twisted. In addition, device evaluation noted a horizontal stripes in images. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable contact failure prevented normal communication, resulting in the occurrence of horizontal stripes on the images. A root cause could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor connection with the cable. There were no reports of patient harm.